Manufacturer narrative:
Section d10: correction. Section h3: correction. Section h6: additional information.

Manufacturer narrative:
Additional information: the patient had a cva captured under MFR# 2916596-2019-01167. Manufacturer's investigation conclusion: evaluation of the heartmate ii found a thrombus surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. Additionally, silicon jacket damage was confirmed through this investigation. The patient presented with dark urine and elevated ldh. A ramp study was performed and found to be weak but positive to indicate thrombosis. During the hospital course, the patient had increasing shortness of breath alongside elevated pa pressures. The thrombus could have contributed to the reported increase in ldh; however, the cause of the thrombus could not be conclusively determined. Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the outlet stator bearing ball, extending into the vanes of the outlet stator. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The evaluation could not determine the cause of the thrombus. The pump was returned assembled with the driveline (dl) cut approximately 7¿ and 19¿ from the pump housing with the severed portions returned separately. A breach in the silicone jacket was observed approximately 5¿ from the controller connector. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient had dark urine on (B)(6) 2019. Patient had a lactate dehydrogenase redrawn on (B)(6) 2019 and it had changed from 820 to 1396. Patient was positive for hemoglobinuria and downward trending hemoglobin and the hematocrit (h/h) levels. Patient was admitted and started on heparin, ramp study was performed and found to be weak but positive to indicate pump thrombosis. During the hospital course, patient had increasing shortness of breath alongside elevated pulmonary artery pressure (pa). Lactate dehydrogenase (ld) slowly normalized to baseline values and urine cleared up alongside. All vad parameters remained stable. The patient underwent a sternotomy and pump exchange to hm3. It was also reported that the patient had 2 recent sub therapeutic inr levels of 1.4. No further information was reported.